Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (does not power on) has been confirmed. As received, the charger/modem would not power on. Upon evaluation, the power supply unit was defective and lacked an output voltage. The cause of the inability to power on is the lack of output voltage. The root cause of the lack of output voltage cannot be positively identified. No adverse event resulted from the defective power supply.

Event description:
A zoll distributor returned a charger/modem indicating that it would not power on.